Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were shape disfigurement and asymmetry.

Event description:
Healthcare professional reported right side "shape disfiguration and asymmetry" and rupture. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified an opening, a crease fold and the weight was to the spec. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported right side "shape disfiguration and asymmetry" and rupture. Device has been explanted.